Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she may be having issues with scar tissue and poor absorption from the infusion set. Customer's current blood glucose reading was 46 mg/dl. However, customer's blood glucose reading the night before was 533 mg/dl. Customer reported symptoms related to her high blood glucose levels included dry mouth, low blood pressure, frequent urination, and dizziness. Troubleshooting was done and the insulin pump passed functional testing. Product is not being replaced.